Manufacturer narrative:
An additional reported event of the device having a hole in the pneumatic hose, found during service inspection at the manufacturing facility, was added to this report. During failure analysis, the reported event of the device running without activation was confirmed. The device had a loose lever assembly, allowing the handswitch to slide and activate the drill in safe mode. The device also had a hole in the hose. The hose of the device can fail due to mechanical damage to the hose material during use.

Event description:
It was reported that the maestro drill with handswitch was running without user activation when attached to the foot pedal during setup for a procedure at the user facility. It was reported that the foot pedal was tested with other handpieces and it was determined not to be contributing to the failure. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event. After return to the manufacturing facility, it was reported during service inspection that the device had a hole in the pneumatic hose.

Manufacturer narrative:
Device return expected, but not yet received. A follow-up will be submitted once the device is received and the quality investigation is complete. Device return expected, but not yet received.

Event description:
It was reported that the maestro drill with handswitch was running without user activation when attached to the foot pedal during setup for a procedure at the user facility. It was reported that the foot pedal was tested with other handpieces and it was determined not to be contributing to the failure. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.